Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had presented to the hospital for worsening shortness of breath. It was noted the patient had been on antibiotics for upper respiratory tract symptoms and was diagnosed with acute on chronic hypoxemic respiratory failure secondary to congestive heart failure and chronic obstructive pulmonary disease. A positive blood culture was observed for vancomycin-resistant enterococci (vre) with suspicion that it may have generated from the cardiac resynchronization therapy defibrillator (crt-d), along with infective endocarditis and infection classified as bacteremia/septicemia. A transesophageal echocardiogram (tee) was performed, which showed a probable vegetation on the right atrial (ra) lead. The patient was transferred to another facility and the crt-d system was later explanted and replaced. Approximately three months and three weeks following explant, the patient was noted to have passed away. Follow-up with the clinic was unable to provide further information related to the death of the patient. The patient is a participant in the post approval network (pan) clinical study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.